Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and flow rate testing were reformed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with fluorouracil. The reporter stated that the infusion had started, but stopped after the first 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.